Event description:
It was reported during the clinical study, on the same day after subject flow diverter implantation procedure, the patient suffered neurologic deficits (right side numbness, right eyeball movement restricted). The possible cause of this serious adverse event may be thrombosis, and it cannot be ruled out that small plaque detachment may occur. The patient was treated with tirofiban and had extended hospitalization. The event resolve with unknown sequelae. The adverse event had probable relationship to procedure, and subject device, not related to dapt, other stryker devices, and unlikely related to disease under study and underlying condition. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Post procedure patient suffered neurologic deficits (right side numbness, right eyeball movement restricted). Acute left parietal lobe infarction. Treated with tirofiban (medication). Extended hospital stay. An assignable cause of anticipated procedural complication will be assigned to the reported events of patient stroke and patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported during the clinical study, on the same day after subject flow diverter implantation procedure, the patient suffered neurologic deficits (right side numbness, right eyeball movement restricted). The possible cause of this serious adverse event may be thrombosis, and it cannot be ruled out that small plaque detachment may occur. The patient was treated with tirofiban and had extended hospitalization. The event resolve with unknown sequelae. The adverse event had probable relationship to procedure, and subject device, not related to dapt, other stryker devices, and unlikely related to disease under study and underlying condition. No other information is available.